Event description:
It was reported that the patient had an issue with a realize band while traveling to a foreign country. The explanting surgeon reports that the band had rotated nearly 180 degrees and had moved down on the stomach significantly. The stoma the band creates should be about 200-300ml in volume. They were able to take 750ml from the patient¿s stomach. A barium x-ray was done to locate the band. The patient required constant IV and an ng tube to remove fluid from the stoma to prevent vomiting. The patient was under medical care five days before explanting the band. The patient had three fills since implant. There was approximately 4.8ml in the band at the time of explant. The patient is doing extremely well and has returned to normal activities.

Manufacturer narrative:
Date sent: 11/13/2009information anticipated, but unavailable at this time.